Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was rec'd that reported a pt was treated by paramedics at his home in 2007, due to low blood glucose levels. The rptr states the paramedics came some time between 8:30 pm and 1:00 am due to severe hypoglycemia. His wife called them when she could not wake him. Per their meter his blood glucose was 20mg/dl. Before the paramedics left his blood glucose was reported to be 209mg/dl. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.